Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Please see updates to b6, d8, d9, h3, h4, h6 and h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - scratch on the suction cylinder. - scratch on the channel tube. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to obtain the hygiene microbiological investigation (hmi ) report and cds (cleaning, disinfection and sterilization) from the customer. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for presence of microorganism. The issue occurred after device was returned to customer post servicing by olympus due to growth of microorganism. The device did not pass the hygiene test and the user suspected scratches in working channel. The scope was not used on a patient. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Previous positive culture complaint on the same scope reported in medical device report (manufacturer report number: 9610595 - 2023 - 01191).